Manufacturer narrative:
The permanent cautery hook (pch) has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a part of permanent cautery hook instrument looked broken off. The customer informed it's the yellow piece at the end of the instrument and appears to be a plastic piece. The customer was not sure if the piece broke prior to use or during the procedure. It was unknown if a fragment fell into the patient. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended returning the instrument for failure analysis. The procedure was completed.